Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the corrosion was observed on the insertion tube, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonoscope to the service center for a separate issue. During device evaluation, corrosion was observed on the insertion tube, and crystallization was observed on the electrical base. The service repair technician indicated that the most likely cause of the complaint could not be established also for the corrosion was observed on the insertion tube, the most probable cause of the complaint was not established. There was no patient involvement.